Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities displayed a monitoring voltage of 2.89 volts 3 months ago, and now the monitoring voltage 2.65v. The patient has not received therapy. An allegation of premature depletion was made.